Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. It was not included in the initial report that while it is indicated that the relative humidity was 55% which was in normal operating specifications, j&j recommends a tightly controlled environment of 35% to 45% humidity in the operating room specifically to prevent central under ablations.

Manufacturer narrative:
Date of event - unknown/not provided. (B)(4). Field service specialist (field service specialist) visited the account and laser was checked. As yet, no definitive conclusion can be drawn. The laser has been inspected and found to meet j&jv specifications. The aspirator hose nozzle was found off axis by 5 to 10 degrees. The position of the aspirator was adjusted. It has also been noted that the air conditioning has 2 independent air flow sources directed at and centered over the ilasik platform. These conflicting air flows may cause effects to the cornea during treatments. During the visit the fss moved the cable from the laser footswitch and found it was damaged. Cable was replaced. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery in both eyes on (B)(6) 2017 and presented with central island post surgery in both eyes. Pre-op refraction from (B)(6) 2018. Right eye -5.00 x -2.75 x 175 best corrected visual acuity (bcva) 1.0 . Left eye -4.75 x -2.50 x 180 (bcva) 0.9 +2. Post op refraction from (B)(6) 2017. Left eye -0.25 x -1.25 x 180 bcva 1.0 -2. Flap had to be relocated on (B)(6) 2017. Refraction from right eye -1.00 x 20 bcva 1.0 enhancement procedure on right eye on (B)(6) 2017. Refraction from (B)(6) 2017 . Right eye uncorrected visual acuity (ucva) 0.8 -2. Refraction +0.25 x -0.50 x 25º bcva 0.9 -2. Left eye ucva 0.7 -2 . Refraction -0.75 bcva 1.0.